Event description:
It was reported that during a colon procedure, the device stapled but partially cut. The surgeon had to restart anastomosis on the distal colon further down than he anticipated, fortunately he could correct the first anastomosis with no further problems. No other pt consequence reported.